Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure due to a stone obstruction performed on (B)(6) 2012. According to the complainant, prior to use, the device was functionally tested by extending and retracting the basket. The physician advanced the basket device over the guidewire, through the endoscope's working channel, and to the site of the stone obstruction. Reportedly, the assistant actuated the handle in an attempt to extend the basket; however, at this time, the basket wires were found to be visibly loose under x-ray as the basket tip was detached. The physician withdrew the device from the patient, and then completed the procedure using a different device. The basket tip was left in the patient to pass naturally. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure due to a stone obstruction performed on (B)(6) 2012. According to the complainant, prior to use, the device was functionally tested by extending and retracting the basket. The physician advanced the basket device over the guidewire, through the endoscope's working channel, and to the site of the stone obstruction. Reportedly, the assistant actuated the handle in an attempt to extend the basket; however, at this time, the basket wires were found to be visibly loose under x-ray as the basket tip was detached. The physician withdrew the device from the patient, and then completed the procedure using a different device. The basket tip was left in the patient to pass naturally. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over 18 years of age. (B)(4). For the reported event of tip detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with residue present which is indicative of procedural use. The device was received with the basket wires extended from the distal end of the coil assembly and the basket tip disengaged. The tip was not returned for analysis. The guidewire lumen (sidecar) presented with pushback (likely due to operational context) and the sheath was buckled adjacent to the proximal end. The condition of the returned unit was consistent with the complaint that the tip detached from the basket assembly. A material review of the sub assembly basket component found no anomalies and confirmed that the basket tip and pullwire joints met manufacturing specification. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted